Event description:
In 2009, patient reported her infusion device is displaying an e4 (occlusion). She stated she changed the infusion site and the insulin cartridge before going to bed, however, she states the infusion tubing was not changed and was 6 days old. Advised to change the infusion tubing every 6 days. Patient reported her blood glucose level was 254 mg/dl this morning and her normal range is 110 mg/dl. Advised the patient to disconnect the infusion tubing from the infusion site location and prime; occluded. Had patient disconnect the infusion tubing set from the tubing from the insulin infusion device and prime; primed successfully. Advised to change the infusion tubing set due to being 6 days old. Was able to prime until insulin flowed out the end. Patient was able to connect to the existing infusion site and placed the infusion device into the start mode. She stated she bolused 10 units to correct her blood glucose. Reviewed to change adapter every 10th insulin cartridge change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.